Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The aerosol compressor made a loud squeaking sound and was not giving out any air.